Manufacturer narrative:
Additional information: the patient has been discharged from the hospital and the infection has been fully resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: one image received for evaluation show a polymerized adhesive extruding from the target vessel. The report indicated the segment of the polymerized glue was surgically removed approximately 3.5 months post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device during procedure to treat the great saphenous vein (gsv). The IFU was followed during preparation, procedure and post procedure. No guide wire was used for the insertion of the catheter. The length of the vein and volume of adhesive used are unknown. The procedure was completed normally with no additional treatment required. The catheter tip 5cm was caudal to sfj. It was reported that the wound healing at the access site is not healing and there is polymerized venaseal extruding from the target vessel. A segment of the polymerized glue was surgically removed approximately 3.5 months post procedure. The patient has been prescribed antibiotics. The patient is currently hospitalized, recovering from venaseal excision secondary to e. Coli infection.